Event description:
Healthcare professional (hcp) of home pt (hp) reported hp had abdominal pain, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. Hcp related that this was the second episode where the hp had air in the peritoneum. The doctor felt the homechoice cycler was the cause. Hcp subsequently requested a replacement homechoice cycler. Followup with the hp reveals hp was hospitalized from 12/2/99 - 12/7/99. Hp was hospitalized for air in the peritoneum, ulcers and a hernia. Hp does not attribute incident to the homechoice cycler. Hp uses a 12 ft. Extension set with the homechoice cycler and sometimes this 12 ft. Extension set only partially primes. Hp has a "wet day" and does have fluid to drain out at the start of automated peritoneal dialysis therapy. Followup with the hcp reveals x-rays were taken during hp's hospitalization, which confirmed the presence of a gas pocket in the hp's peritoneum. Hcp further relates the hp received vancomycin while hospitalized as a precautionary measure, as initially it was suspected the cause of the abdominal pain may have been peritonitis. The hcp has no data to support the hp's claim of a hernia or ulcers. Hcp states there is nothing in the charts to confirm this nor is there any info from the hp's x-rays.